Manufacturer narrative:
Correction: h6 and b2 - "required intervention to prevent permanent impairment/damage (devices)" was incorrectly selected in previous report.

Event description:
It was reported that the pulse generator and right ventricular (rv), and right atrial (ra) leads were extracted due to patient death. The immediate cause of death was indicated as cardiac insufficiency. There was no allegation of malfunction.

Manufacturer narrative:
The device had no telemetry and battery at end of service (eos) level upon receipt. Device image could not be saved, and data trend could not be plotted due to lack of device image. The device was evaluated under nominal conditions, after replacing the battery, and results indicated normal functionality. Further analysis at various pulse amplitude found normal current and voltage level. Longevity assessment could not be performed because device image could not be saved and there were no other source of information.